Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This pacemaker is expected to be replaced and returned to boston scientific for analysis, however it remains in-service at this time. This investigation will be updated when further information is provided. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This pacemaker is expected to be replaced and returned to boston scientific for analysis, however it remains in-service at this time. This investigation will be updated when further information is provided. No adverse patient effects were reported.